Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that a patient underwent a surgical procedure to remove lipomas in (B)(6) 2018. The patient reported that during the procedure the suture broke and was retained inside her body. It was reported that the patient underwent an additional surgery to remove the retained suture on (B)(6) 2018. It was reported that the patient underwent an additional surgical procedure on an unknown date. It was reported that the patient experienced pain and fecal incontinence.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was obtained: the issue was not with a suture but with a detached needle. It was reported that on (B)(6) 2018 the patient underwent excision of lipoma left lower back of 3 masses. Upon closing, the needle tip broke away from the suture. The doctor was not able to locate the needle tip. It was reported that on (B)(6) 2018 the patient presented for removal of needle tip that became detached from suture during lipoma excision on 10/23/2018. The dr. Opened up lateral wound edge 3 cm medial and lateral to location of the needle as described by radiologist, dissected down to the level of the prior excision. He was unsuccessful in his attempt to locate and extract the needle. It was reported that on (B)(6) 2018, the patient underwent left gluteal wound exploration and removal of foreign body (needle). A curved needle was removed.